Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration. Future explant date: (B)(6) 2021. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced right sided baker grade IV capsular contracture and left sided bottoming out post procedure. Additionally, hypersensitivity and residual redness along the lateral chest area were noted. As a result, replacement with a 300cc mentor memorygel breast implants was performed on (B)(6) 2021. The right sided capsular contracture was reported initially under 1645337-2021-06650 on (B)(6) 2021. On (B)(6) 2021 mentor received additional information and initial awareness of the left sided bottoming out. This report relates to the left prosthesis.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stress causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).